Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed wire damage that could have caused the reported driveline fault alarms, as captured in the submitted log files. However, a direct correlation between heartmate ii left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. The submitted driveline x-rays showed areas of potential breakdown of the metal braided shield on the external portion of the driveline; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. Review of the submitted log files found that the pump operated at the fixed speed without issue during support. Intermittent, silenced driveline fault alarms were captured that appeared to be associated with an issue with the black wire of the driveline. No driveline fault alarms were captured after the driveline repair on (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Approximately 19.25¿ of the distal end of the driveline was returned with controller connector. An electrical continuity test of the returned driveline was conducted, which found that the black wire was open (discontinuous) with driveline manipulation. All other wires were found to be electrically intact, without any wire-to-wire or wire-to-shield shorts, even with manipulation of the driveline. Metal braided shield breakdown was noted along the length of the returned driveline. Examination of the underlying wires revealed black wire conductor and insulation damage approximately 2.75¿ from the controller connector, near the terminus of the controller connector bend relief. The conductor damage appeared consistent with repetitive flexing over time. Manipulation of the driveline caused the damaged wire conductors to separate completely. The damaged conductors could have caused the driveline fault alarms. No other evidence of breaches or damage to the wire insulation or underlying conductors was discovered. The driveline was submerged in a saline bath for hi-pot testing which confirmed that the driveline conductors were exposed from beneath the insulation. No other areas of current leakage through the insulation of the driveline¿s wires were identified. Heartmate ii lvas was not returned. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was not determined.

Event description:
It was reported that the patient had a driveline fault alarm. No pump stops were seen or reported, and the patient was placed on an ungrounded cable as a precaution. It was communicated that the system controller was exchanged. Log files were sent for review following the controller exchange, and they continued to captured driveline fault events on (B)(6) 2023 and (B)(6) 2023. A driveline repair was scheduled. The phase data showed that the black wire was experiencing an intermittent drop in current. The patient underwent an external driveline repair on (B)(6) 2023. It was later communicated that the patient was discharged from the hospital on (B)(6) 2023. The patient had no further alarms while admitted but was later found down at home on (B)(6) 2023 with the controller alarming. The patient was pronounced deceased upon arrival of emergency medical services.

Manufacturer narrative:
Related MFR: 2916596-2023-06374. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.